Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip did not form normally on artery. The clip closed crossingly (scissored) at the end with a 20 degree angle. The pt had a blood transfusion, reoperation and was converted to open.